Manufacturer narrative:
Complaint is pending investigation. If additional information is made available this report will be supplemented.

Event description:
Sales representative reported that an instrument was damaged during a surgery.